Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle's pulse 2 pin was thermally damaged. The root cause for the damaged pin was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was damaged.